Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation; 1 event was confirmed. One device was found to have missing components. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the devices disassembled. One reported event had patient involvement; no patient impact. One reported event had no patient involvement; no patient impact.